Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed. The evaluation findings are as follows: the bipolar energy cable was cut from the device; the device had lots of dried blood near the suction port of the device; the tip was examined and it appeared that the blade inside the shaft had broken off; the device was plugged into an dsdpp100 powerpack and was able to function, the blade being broken was more easily noticed when the device was actuated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, a piece of the disp sinus debrider broke off in the turbinate during surgery and was removed via suction from the turbinate. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported failure (broken blade) was confirmed during the device inspection by olympus. However, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.